Manufacturer narrative:
The product development evaluation was completed. There were no teeth deformation to the device. The last three (3) body teeth indicated that the device had been properly locked and tension was applied during the application. The evaluation indicated that the distance of the locking feature in the locking head was not in accordance to the design intent. The implant device did not lock properly and no permanent tension was applied to the device during the application. The root cause can not be explained by product development since no damage or deformation are visible to the device. (B)(4). Placeholder.

Event description:
It was reported that a sternal zipfix system was being used to close the median sternotomy of the patient in addition to stainless steel wires. Four zip ties were originally inserted with the wires. The first two and fourth zip ties were tensioned and implanted. The third sternal zip tie popped off or came undone a few seconds after it was tensioned and cut. The zip tie that would not hold was removed from the patient and the closure was continued. This complaint is for one, sternal zipfix with needle sterile. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device history records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was performed on the returned device. Only a fragment of the sternal zipfix implant was received; the fragment has a length of approximately 8 centimeters. The front part with the needle is missing. The for the complaint cause relevant dimensions were checked and found to be according to the specifications. Deformations on locking teeth and side walls and a kink approx. 1 cm close to the site of fracture were found. Based on the available sternal zipfix implant fragment, this complaint is considered to be indeterminate from a manufacturing standpoint.

Event description:
This follow up report #2 is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Only a fragment of the sternal zipfix implant was received; the fragment has a length of approx. 8 centimeters. The front part with the needle is missing. The for the complaint cause relevant dimensions were checked and found to be according to the specifications. Deformations on locking teeth and side walls and a kink approx. 1 cm close to the site of fracture were found. Placeholder.